Event description:
Reporter indicated that pt experienced an increase in seizure activity above pre-vns baseline frequency during a one week time period that this device was programmed to off due to feeling a burning sensation in his chest around the implant area. Pre-vns seizure frequency was reported to be 1 grand mal seizure every 4-6 weeks. When the increase in seizure activity occurred, the pt experienced 3 grand mal seizures during one week. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist (via telephone x2 via fax x1).